Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to possible low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The trainer called the paramedics as they weren't sure if the customer got all the 60 units of insulin during the priming/insertion process as the reservoir was empty. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the outcome to the customer's hospital visit was unknown. The customer was to call back when everything was done. The customer also mentioned not being able to use the set due to pain during insertion, and also a leak at the infusion set site. The reservoir and set will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The trainer confirmed the likelihood that this was a blocked vent issue during priming. The trainer reported that while she did not notice abnormal drops flowing after conclusion of the prime step, the patient was in a hurry to insert and vent blockage might have been missed. The stinging at the site after insertion was a clear sign of potential delivery.